Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/18/2024. An investigation was conducted on 06/26/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on the harvesting device. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the gray silicone insulation on both the cold and hot jaws. No visual defects were observed on the intact heater wire. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. No visible defects were observed to the toggle. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed. The lot # 3000386871 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 cautery continued to stay activated after releasing switch. It only turned off when pushed all the way in the opposite direction. The power source setting was 2.5. The same device was used to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.